Event description:
Patient reported that their meter/hcp meter comparison results (obtained a few seconds apart) were 66 mg/dl (ss) versus 100 mg/dl (hcp), respectively. No symptoms were reported. Control test reading (122) was in range (94-141). Patient was using expired strips and reportedly had set meter to display results in mmol/l. Lfs representative sent patient new test strips and reviewed meter calibration, coding, control testing and cleaning. There was no allegation of harm.